Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead presented with high impedance and a suspected fracture. The rv lead has oversensed r waves which resulted in inappropriate high voltage therapy. The lead was turned off and a life vest was placed on the patient. Replacement is expected some time in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. (B)(4).